Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the instrument. After analysis of the instrument and instrument data, the fse replaced the aspirate probe 2 and the aspirate probe 2 pinch valve. The fse then ran controls and all were within range. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur xp troponin results were obtained on seven (7) patient samples. The laboratory runs qc once a day, when it was run the following morning it was discovered that all three levels of control recovered out of range, therefore the samples from the previous day were re-run and corrected reports were generated.there are no known reports of adverse health consequences due to the discordant troponin results.